Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 lead implanted: (B)(6) 2013; 419688 lead implanted: (B)(6) 2013. (B)(4).

Event description:
The patient reported feeling "tiredness," and that something was going on with the atrial lead, with readings "out of sight." Follow-up with the physician's office determined that there was high atrial impedance, and that the lead had been programmed off due to the patient being in chronic af (atrial fibrillation). No patient complications have been reported as a result of this event.